Manufacturer narrative:
(B)(6). Method: the complaint iw930 infant warmer was received at fisher & paykel healthcare (fph) office in (B)(6), where it was inspected by a trained fph technician. Details of the service findings were supplied to fph (B)(6). Results: during servicing, it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Conclusion: the subject infant warmer unit is more than (B)(4) years old and it is likely that the replaceable super capacitor on the pcb board had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The infant warmer unit was repaired and a new capacitor was fitted to the pcb. The subject infant warmer was returned to the customer after passing all the necessary electrical safety and performance tests.

Event description:
A hospital in (B)(6) requested a performance check on an iw930 cosycot infant warmer. During servicing, a fisher & paykel healthcare (fph) technician observed that the power fail alarm of the subject infant warmer was faulty. There was no patient involvement.